Event description:
Leaking noted at the junction of the clear tubing and the upper aspect of the purple connector which fits in the ngt. Noted leakage on the tip connection end of the tubing going to the pt. Disconnected at once and changed with the new one.